Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the interhepatics during a spyglass procedure performed on (B)(6) 2018. According to the complainant, during the procedure, after a difficult cannulation, it was found that the working channel sleeve of the spyscope ds protruded. An ehl probe was inside the spyscope ds when the working channel sleeve protruded. Reportedly, no part of the spyscope ds device was detached. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual assessment was performed after disinfection. As received, the working channel sleeve did not protrude. A functional assessment was performed and the working channel sleeve still did not protrude when the tip was articulated by turning the knobs in all directions. An ehl probe was passed through the working channel and the knobs were turned in all directions. The working channel sleeve still did not protrude. The distal tip was cut. The distal cap was removed. The working channel sleeve was not inside of the device, which aligns with additional information received in which the customer confirmed that they removed the working channel sleeve. The working channel sleeve must be protruding in order for the customer to remove it; therefore, the complaint was confirmed. The catheter was cut open using the cutting fixture. Faint witness marks were noted on the pebax. Clear material, likely from bond a, remained attached to the proximal end of the pebax. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue.   A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the interhepatics during a spyglass procedure performed on (B)(6) 2018. According to the complainant, during the procedure, after a difficult cannulation, it was found that the working channel sleeve of the spyscope ds protruded. An ehl probe was inside the spyscope ds when the working channel sleeve protruded. Reportedly, no part of the spyscope ds device was detached. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on may 29, 2018. The customer confirmed that they removed the working channel sleeve as they thought it was something else.